Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A query of the entire complaint history of these parts was conducted on (B)(4) 2011, which did not contribute any additional information to this investigation. No further action is required at this time - this investigation is considered closed. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that a driver tip broke off in the set screw and was left in the patient as cold fusion occurred. Although the instrument was used intraoperatively, no patient injury was reported.